Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used to treat a type ia endoleak in an endurant iis stent graft . It was noted the patient had a short neck.  It was reported during the index procedure while implanting the second endoanchor no problem was noted when pressing the first button however an error occurred while pressing the second button. The blue light and back button were flashing and the device was unresponsive. Only 2 endoanchors were implanted and the procedure was completed. A fu angiogram demonstrated the endoleak (small amount) persisted. Per the physician the cause of the type ia endoleak was anatomy related since the proximal neck was short at 15mm and had an angle, there was an expectation that endoanchors would need to be implanted. The cause of the blue light error was product related. No additional clinical sequalae was provided and the patient will be monitored.